Manufacturer narrative:
The device will not be returned for investigation as it was returned to (B)(4). Root cause is unknown at this time.

Event description:
It was reported that a revision procedure was performed on an unknown date for an unknown reason. During a review of investigation findings from (B)(4) it was identified that the rod the rod was not able to be disassembled as the extending bar seized within the outer casing.